Event description:
It was reported that the customer had a blank display. Customer's blood glucose level was 122 mg/dl. Customer was told that she would get a call back within 24 business hours, but has not been contacted. Customer was assisted with trying to get a hold of the local office without success. Customer was advised to wait for the local office to call back. No further assistance needed at this time

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.